Event description:
The customer reported that the device disarmed unexpectedly after advising a shock in the AED mode. The involved pt died, but the customer stated that device behavior did not impact pt outcome.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted after philips obtains more info about this event.